Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller presented with backup battery faults. When interrogated via the system monitor, replace backup battery was displayed. Re-seating the battery only solved the issue temporarily. A new backup battery had been installed in january. This time the clinic decided to exchange the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The reported event was not reproduced during testing and events from the date of the reported backup battery fault had been overwritten by new data in the log file. A review of the downloaded log file showed events spanning approximately 2 days (B)(6) 2020 per time stamp). No backup battery fault alarms, or any other notable alarms, were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The system controller was operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. The heartmate 3 IFU section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.